Event description:
It was reported that the customer had a blood glucose level between 350 and 400 mg/dl. The customer received multiple no delivery alarms from his insulin pump. Standard troubleshooting was performed. It was discovered that the customer was reusing his reservoir rather than discarding it after two or three days as recommended. The customer was advised to do a reservoir, insulin, and infusion set change. The product is not being returned. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).